Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port on the pump felt "loose" when the customer inserted the usb cable, which made it difficult to charge the pump. The customer's blood glucose level was 163 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.